Event description:
Patient tested 5.6 inr and 8.0 inr on the coaguchek xs system. The patient's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.